Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pacemaker cybersecurity upgrade. During the upgrade, the patient experienced palpitations and the device went into backup vvi operation. The device was successfully restored and the patient was scheduled for regular follow-up.